Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Please provide the lot number for the involved device. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and barbed suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: an empty opened foil, an empty winding former, and a needle-suture piece of product code sxpp1a408 were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment were examined and the area was noted to be as expected. The suture was examined along the strand and a cut was noted and appeared to be caused by a surgical instrument.